Event description:
Force 2 generator had power surge and the electrosurgical coagulation suction arched and burned the surgeon's finger (minor burn). No harm to the pt. The force 2 generators were changed to force fx generators about a year ago. We are unsure where this one came from and it has been removed permanently from use.